Manufacturer narrative:
H3: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within two sealed plastic biohazard pouches. A syringe with coagulated blood was also returned. Visual inspection/damage location details: no flash or voids molded were found within the phenom-27 micro catheter hub. No damages or anomalies were found with the phenom-27 micro catheter hub. The pipeline flex w/ shield braid was found within the micro catheter hub. The phenom-27 catheter was found kinked at 4.0cm from the distal end. No damages or irregularities were found with the catheter tip and marker band. No damages or irregularities were found with the pipeline flex w/ shield proximal pusher. The hypotube was found stretched with the ptfe shrink tubing intact at that location. No damages were found with the distal marker, resheathing restraint, resheathing pad or bumper. The distal wire was found kinked and broken. The distal segment (including dps sleeves and tip coil) was not returned for analysis. The proximal braid was found slightly tapered, damaged and frayed. The middle braid was found fully opened. The distal braid was found fully opened, frayed and damaged. Testing/analysis: the phenom-27 micro catheter total length was measured to be 168.5cm and the usable length was measured to be 161.8cm. As the model and lot numbers were not reported, conformation to specification could not be confirmed. The broken distal wire was sent out for sem testing. Conclusion: based on the analysis findings, the customer report of "failure/incomplete open distal (flex)" could not be confirmed, however the proximal braid was found tapered. Possible causes for incomplete open are patient vessel tortuosity, damaged braid, braid improperly sized to the anatomy, braid overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents or improper anatomy. The customer report of "pipeline damaged during delivery/retrieval" was confirmed. Possible causes are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. From the damages seen on the braid (damaged/frayed); hypotube (stretch), distal wire (separation/kink), and catheter (kink); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex w/ shield through the phenom-27 catheter against the reported resistance. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. Sem results of broken distal wire: "the wire failed via tortional overload". Possible causes for resistance are damaged catheter, damages to the pushwire, damages to the braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/ torques wire while advancing ped in micro catheter. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of the pipeline failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right posterior communicating artery. The max diameter was 3mm, and the neck diameter was 2mm. The patient's vessel tortuosity was minimal. The landing zone was 3mm distal and 5mm proximal. It was reported that the pipeline was not located in a bend and less than 50% had been deployed when it failed to open. They tried to recapture the device to invert the sleeves, but the device looked frayed and not normal. They tried to resheath again, but it looked worse. The pipeline had been resheathed 2 or less times, and no additional steps were taken to open the device. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were said to be good. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.